Manufacturer narrative:
The device was not returned for analysis.

Event description:
These case reports previously actioned by (B)(6). The data was received by gms in the form of e2b/cioms/medwatch/source documents directly from the (B)(6) data repository ((B)(4)) and entered verbatim (including labeling and causality assessments) on to the gms safety database ((B)(4)). Where labeling and causality assessments were absent, gms took the decision to assign according to company guidelines. This serious spontaneous case was reported by a nurse ((B)(6)) via another manufacturer ((B)(6)) and from a regulatory authority) (B)(6)). Additional information was received from the hospital and healthcare trust. A (B)(6) male pt experienced a suspected gas embolic event leading to fatal cardiac arrest with pulseless electrical activity (pea). These events occurred immediately after evicel [fibrin sealant (human) ] was applied with a spray applicator device that was closer than recommended to the bleeding surface for surgical hemostasis. Floseal (thrombin) was also used for surgical hemostasis during the procedure. The pt's medical history included bleeding (uncontrollable) and spinal laminectomy. The pt was treated with human clottable protein/human thrombin 5 milliliters, applied using a pressurized air spray attached to a foot pump (omrix pressure regulator) operated by the surgeon, applied to the bleeding surface for surgical hemostasis during a revision laminectomy of l4/5 with spinal fusion. Concomitant medications included diclofenac sodium for pain. On (B)(6) 2012, the pt underwent a revision laminectomy of l4/5 with spinal fusion. The surgery was carried out with the pt in the prone position, and under general anesthesia with endotracheal intubation. The operating table was neither in a head up nor head down position. During the procedure, approaching the anterior epidural space, the surgeon encountered uncontrollable, excessive bleeding. The estimated blood loss was 3000 ml, which resulted in a drop in hemoglobin from 14 mg/dl to 8 mg/dl. The pt was transfused with two units of blood. Other hemostatic methods, including application of floseal, failed to stop the bleeding from the epidural space. One 5 ml evicel fibrin sealant kit (lot q38f87ka) was dispatched to the operating theater at 13:30. It was noted that a circulating nurse, with prior experience using evicel and quixil [fibrin sealant (human) ], warned the operating surgeon of the potential adverse consequences of the intra-vascular application of the fibrin sealant before handing evicel mix for application. A pressure regulator was used to set the pressure of the air source. The air pressure was set within the manufacturer-specified range; the actual numeric air pressure setting was not available. A "standard 6 cm tip" on the applicator device was used. The tip of the applicator device, according to an assisting nurse, was "well within the anterior wound" and was "very close" to the bleeding surface. The actual distance between the applicator tip and the bleeding surface was requested, but was not available. It was described as "closer than recommended." The first 1 of 2 ml of evicel was dripped onto the bleeding surface. When the bleeding continued, the remainder of the evicel (approximately 8 ml) was sprayed onto the target site with "one continuous burst of pressure" in "a matter of seconds" by the surgeon using a foot paddle to apply the pressurized air. Immediately after evicel was sprayed, the pt went into cardiac arrest with pea, and end-tidal co2 rapidly decreased. Cardiopulmonary resuscitation (CPR) was initiated in the prone position. A bed was brought into the operating room and the pt was turned over to the supine position. Air/gas aspiration from the central catheter was performed, but no air was drawn from the catheter. CPR following the air embolism algorithm was repeated multiple times and intra-cardiac injections of epinephrine were administered. All efforts to revive the pt failed and he subsequently died. On (B)(6) 2012, an autopsy was performed. At the time of this report, a written post-mortem report had not been published. The unwritten preliminary conclusion from the post-mortem examination indicated that no credible cause was found. However, the hospital team was suspicious of a gas embolic event based on the cardiovascular air leakage that was observed and air found in the right ventricle. No evidence of pulmonary embolism, thromboembolism, ischemic heart disease or myocardial infarction was found during the autopsy. The narrative verdict from the coroner's inquest was expected to be rendered within three months of pt death. The operating surgeon was an orthopedic spinal surgeon with two years of experience with revision spinal surgeries before the laminectomy in this case; he performed approximately 30 cases annually. However, large spine cases were not routinely performed at this hospital. Quixil had been used at the hospital since at least 2006. Quixil and evicel had gradually been applied to other surgical disciplines, primarily general surgery, with an estimated usage of (B)(4) kits in 2011. The operating surgeon had no prior experience using evicel or quixil. The manufacturer-issued evicel instruction for use was not reviewed in the operating theater with the surgeon. Quality assurance batch file review was performed for the bac2 (lot q25c44k) and thrombin (lot q21t76k) components of the associated evicel kit lot. The review indicated that all test parameters met their specifications and no out of specification or unusual results were reported for either the bac2 or thrombin component. The primary reporter considered the events to be related to evicel. The pt died from pulseless electrical activity, haemorrhage, cardiac arrest, pulmonary embolism and improper application procedure on an unknown date. The company physician could not assess causality assessment between the event of suspected gas embolic event and the device based on the information provided. All other events were considered unrelated to evicel and the device. Follow-up received on (B)(4) 2012 from another manufacturer, and on (B)(4) 2012 from the hospital staff was combined and included: updated term of suspected gas embolic event, additional events of pulseless electrical activity, and drug administration error. Event details including sequence of events prior to adverse event, treatment, and preliminary autopsy results. Procedure details including pt status, and surgeon's operating technique and experience. Product details including technique used, equipment used, and experience with evicel use reporter causality updated. Laboratory results, medical history, and concomitant medication tisseel removed as suspect product. Follow-up received on (B)(4) 2012 and included: batch files review results and interpretation. Additional information was received from physician, an other heath professional via medicines and healthcare products regulatory agency (mhra) as an aspr (anonymised single patient report reference (B)(4)) on (B)(4) 2012. Concomitant medications were added to the case and included general anesthesia (anesthetics) and nsaid's (non-steroidal anti-inflammatory drugs) for pain. Laboratory data was updated. The date of death was reported as (B)(6) 2012. In addition to air embolism, cardiac arrest was also added as reported cause of death. Additional information was received from a coroner via an autopsy report in the form of a coroner's inquest on (B)(4) 2013. The medical cause of the pt's death was found to be: air embolism; pressurized application of evicel (improper application procedure); haemorrhage during spinal surgery. The procedure for applying the fibrous sealant was by a pressurized air spray (omrix pressure regulator) attached to a foot pump operated by the surgeon. This device had not been used by the surgeon previously and the sealant was not administered in line with the manufacturer's guidance as to the distance the device should be held from the tissue being sprayed, and the way in which the sealant was being deployed (improper application procedure). The warnings and guidance from the manufacturer on the leaflet provided with the device were not displayed on the device. The warnings supplied by the manufacturer were contained in small print and were not prominently and clearly displayed. The surgeon was not aware of the mhra alert issued. Within a minute or two of applying the fibrin sealant, there was a rapid fall of the end tidal co2 trace followed shortly after by a cardiac arrest. Despite concerted life saving techniques by a specialist team, the pt could not be resuscitated and tragically his death was pronounced at 14:50 hours on the (B)(6) 2012. This report was serious (death) and reportable (death, serious injury). The case is linked to drug/device case (B)(6). Follow-up information was received on (B)(4) 2013 in the form of an anonymised single patient report (aspr) which was forwarded to the qualified person for pharmacovigilance (qppv) by the medicines and healthcare products regulatory authority (mhra). No new information was received and no changes were made to this report. This case version was created on (B)(4) 2013 for the purposes of quality improvement. The medical device vigilance report (mdvr) was updated to a final report. The device was not returned for analysis. (B)(4)